Event description:
It was reported that there were concerns of fracture for this right ventricular lead as this lead exhibited high capture threshold and high impedance measurements. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.